Manufacturer narrative:
The customer contacted a siemens customer care center. The customer stated that their quality controls were within acceptable range on the day discordant result was obtained. There was no system error around the time when the discordant result was obtained. The customer had performed daily probe cleaning prior to the event occurred. The customer repeated the sample in question and the result was acceptable. A siemens headquarters support center specialist reviewed the information provided by the customer and did not find any instrument malfunction. The cause of the discordant, falsely elevated estradiol result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated estradiol result was obtained on one patient sample on an immulite 2000 xpi instrument. The discordant result was reported to the physician(s), who questioned it as the result did not match the clinical picture of the patient. The sample was repeated on the same instrument, resulting lower and matching the clinical picture of the patient. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequence due to the discordant, falsely elevated estradiol result.